Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, c-cover burned, could not be identified. We could not specify the root cause of the suggested event. We could not specify occurrence cause of the event from the provided information. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU: bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU: bf-1tq290 operation manual: chapter 4 operation:4.3 using endo therapy accessories.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional information be made available, a supplemental report will be provided.

Event description:
It was discovered during the device evaluation, that the plastic distal end of an olympus evis lucera elite bronchovideoscope was burnt. There was no patient involvement during this event.